Manufacturer narrative:
Product complaint #:(B)(4). Investigation summary: the instrument associated with this report was not returned. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the drills in all sets are blunt and no longer drill well enough into bone which resulted in a two-minute delay during surgery.